Manufacturer narrative:
(B)(4).

Event description:
It was reported that stored episodes of non-sustained oversensing showed myopotential oversensing. The patient was asymptomatic. Programming changes were made.